Manufacturer narrative:
Concomitant medical products: 407645 lead and 419688 lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached end of service (eos) prior to the device charge circuit inactivation alert being triggered. The device was programmed off post transplant procedure, but the device remains in the patient. The right atrial (ra) lead and left ventricular (lv) lead triggered alerts for undefined high impedance measurements and the lv lead exhibited high thresholds. Both leads remain in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.